Event description:
It was reported that the manufacturer representative (rep) wanted help programming adaptive stimulation (as), they were programming as for the first time the day of the report. The patient¿s device was in the upper thoracic area and they were able to get good stimulation in the stomach, left, and right. Because of the stimulator location, when the patient bended forward the implantable neurostimulator (ins) switched to laying front position. And then, upon returning to upright position the stimulation felt like it was shocking the patient. The rep did not want to do position range changes. They asked if they could set both of the programs to 0 volts for the lying front position and set up a separate group for lying front to use when the patient was sleeping. They would use the two group method to get around the issue of bending forward causing the shocking sensation. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the adaptive stimulation was turned off. There was no new information to report at that time.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3550-29, lot# n393301, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).